Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for rapid ventricular response (rvr). There was intermittent atrial undersensing noted on stored electrograms (egm) and high threshold on the right ventricular (rv) lead. The device and leads remain in use. No further patient complications have been reported as a result of this event.